Manufacturer narrative:
Product event summary (B)(4): the device was returned and analyzed. No anomalies were found.

Event description:
It was reported three devices exhibited a low battery voltage when pulled from the company representative's bag. The devices were not used. There was no patient involvement.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).